Event description:
There was no patient involved in this event. The device failed involved in this event. A device in this fault mode, if left undetected could result of the device to perform as intended if required.